Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the stapler fired one time without issue and the second time it would not staple. Stapler was removed. It is unknown how procedure was completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2020 h1: MDR decision: not reportable upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? It fired once, staples were properly formed. The second time we tried to fire it, it closed but the staples would not fire. If yes, was the staple line complete? Yes, on the first attempt. Did the device cut? If yes, was the cut line complete? Yes, on the first attempt. On the second attempt, the device would not even staple so the cutting feature was not engaged. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Not on the first attempt. Was there any difficulty opening the device? No.